Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that all the m.blue is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue operates not within the accepted tolerance in both positions. An accelerated outflow in the vertical position as well as a slower outflow in the horizontal position could be determined. Adjustment test: the m.blue valve has been tested and is not adjustable in all ranges. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in the m.blue results: based on our investigation results, at the time of our investigation, in the vertical position of the m.blue, in the 1st measurement, an accelerated outflow and in the 2nd measurement, a blockage at the valve can be detected. In the horizontal position, a slower outflow was detectable at the valve. The deposits found could be named as a possible cause for the malfunctions. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx802t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years, weight: 13 kilograms (kg) height: 99 centimeters (cm) gender: female.